Event description:
It was reported that the rigid endoscope sheath's ceramic tip glue was detached. The issue occurred during reprocessing. A therapeutic electron microscope procedure was performed. The procedure was completed using the same piece of equipment. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: the guide screw was rusty and corroded. "The glue of ceramic tip was detached", although reported by the user, was not confirmed by the engineer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was could not be confirmed - therefore, a cause could not be further presumed. Olympus will continue to monitor field performance for this device.